Event description:
Customer reportedly obtained results of 479 mg/dl, 190 mg/dl, and 247 mg/dl on the voicemate/advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.